Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent an orthopedic procedure. During a femoral nail the surgeon had difficulty seating the femoral recon nail. After removing and reaming more the nail was reinserted, while still having difficulty seating the nail the surgeon tried to mallet harder and the driving cap broke off inside the insertion handle. There were no fragments generated from the broken device. The procedure was completed by holding the broken driving cap onto the insertion handle and continued seating the nail. The patient had a tight femoral canal as they used a 9mm nail so the surgeon felt maybe it was impinging due to the small stature of the patient and the taper of the nail proximally where it tapers from 14mm to 9mm. There was no surgical delay. Procedure was successfully completed. There was no patient consequence reported. Concomitant devices reported: unknown hammer/mallet (part# unknown, lot# unknown, quantity# 1), unknown insertion handle (part# unknown, lot# unknown, quantity# 1), unknown nail femoral (part# unknown; lot# unknown, quantity:1). This report is for 1 driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10; e1. H3, h6: a product investigation was conducted. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot #: l909862) was returned and received at us cq. Upon visual inspection, it was observed that the threaded distal tip broke off at the most proximal thread. The broken fragment was returned to us cq. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Dimensional inspection: a dimensional inspection was performed on the returned device. The groove diameter was measured and is within the specification per relevant drawing. The shaft diameter was measured and is within the specification per relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, the current and manufactured revision of drawings were reviewed the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the driving cap/threaded (p/n: 03.010.523, lot #: l909862). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.010.523. Lot number: l909862. Manufacturing site: bettlach. Release to warehouse date: 10. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.